Event description:
It was reported that an animal underwent a procedure on (B)(6) 2021 and suture was used. During use on the animal the needle broke off from suture during surgery and is still in the abdomen of the dog. X-rays were done to show the location of the needle. She will need to have surgery to remove it. The doctor recommended the surgery wait a couple of months so scar tissue can form since she just had surgery. Pet owner is very concerned. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code y923h. It was requested that assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.